Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6), 2012 alleging inaccurate high readings on the one touch select meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: on the evening of (B)(6), 2012 the patient had tested her blood glucose for the first time that day and obtained a result of 105 mg/dl. At the time of testing she felt weak and drowsy. The patient then took her set amount of 24 units of insulin. Approximately 2 hours later the patient developed symptoms and fell unconscious. No further information about her symptoms was available. The patient's daughter contacted the paramedics. It is unknown when the patient regained consciousness or what she was treated with by the paramedics. The patient arrived to the hospital and her initial reading in the hospital was 50 mg/dl. She was treated with glucose. The patient felt better 5 hours later after being treated with glucose. The patient was admitted in the hospital for 5 days and diagnosis was hypoglycemia. Her diabetes regimen was changed after the hospitalization and she now takes 10 units of insulin a day. The patient had not other health conditions and has been using the subject meter for about 3 years. A normal reading for the patient is around 120 mg/dl. While troubleshooting it was noted that the patient had never changed the code on her meter and never knew she had to change the code number. The patient was unable to verify whether the test strips was in good condition or whether they were expired. Product was replaced and requested back. The complaint is being reported since the patient alleged that due to the alleged high reading, she took insulin and later suffered a serious injury and had to be hospitalized.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.